Manufacturer narrative:
Device evaluation: a photo of the device was received for evaluation, on the top shot of the cassette view with air bubbles. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. Most probable cause is that production personnel interrupted the leak test operation, the cassette couldn't be filled properly with medication and air bubbles kept in the ay bag.

Event description:
Information was received indicating that during infusion, air bubbles were noted in a smiths medical cadd cassette. The reporter indicated that the medication in the cassette was morphine. No adverse effects were reported.